Event description:
Hospital advised that a 50cc bag of zafran was hung and the rate was set at 150cc/hr. The bag was empty within 10 minutes of starting the infusion. There were no pt consequences.

Manufacturer narrative:
MFR's report date 08/14/97. The pump was returned and evaluated. The pump passed accuracy testing and the gap between the follower housing and the pressure plate was found to meet the gap spec per the safety alert dated april 11, 1997. Co was unable to confirm the reported failure. It was reported by the user facility that an adjustment to the cap spring was performed prior to the unit being returned for eval, however, no adjustment to the gap was made. It is suspected that the cause of the failure was misload of the IV tubing into the pump. The correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector. Do not use the door to close the orange latch." The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. The MFR requested pt info from the user facility, however, no pt info was available.